Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16157.

Manufacturer narrative:
H10. The key market (km) reported that the customer approved the repair. The key market (km) reported that the touchscreen was replaced to resolve the touchscreen issue. H11. Updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen on the device is not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
(B)(6).